Event description:
It was reported the patient on (B)(6) 2013 the patient had a trial performed for pain on the right side of their back. It was reported the trial was successful in delivering complete pain relief and the patient proceeded and had the system implanted on (B)(6) 2013. It was noted the patient woke up from surgery with ¿severe surgical pain¿ however it was resolved. It was further reported the patient went home with multiple programs and tried them after their surgical pain resolved itself. It was reported the day prior to report the patient spoke with the manufacturer representative and the patient has no paresthesia in their back. It was noted the paresthesia is all in ¿their stomach and mainly on the left.¿ it was noted their pain is in their right back. It was further noted the patient was scheduled to meet with the health care provider and to have x-rays performed. It was further reported the patient¿s impedances were ¿all normal¿ intra-operatively. It was reported the patient was reprogrammed with no success. It was noted the results of the x-rays are unknown. It was reported the patient is scheduled for revision.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3 9565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information reported indicated that the leads were repositioned with her awake to provide immediate feedback. They were unable to obtain adequate coverage. The new system was completely removed. Her original system remained in place and continued to relieve her foot pain. Nothing would be returned for analysis.